Manufacturer narrative:
Medical device brand name: bd pegasus¿ safety closed IV catheter system (y luer with bd q-syte¿ luer access split septum and end cap) 24ga x 0.75in 0.7mm x 19mm. Investigation summary: in response to the event reported by the facility a device history review was conducted for lot number 0325744. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately, a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue. Investigation conclusion: according to the DHR review results, there was no qn raised for loose q-syte in the assembly needle batch used to produce this packaging needle batch. No photo / sample is returned for this complaint. No sample is received for this complaint. If there was sample received, the leakage location could be observed and investigated to trace the root cause of the mentioned leakage. The complaint will be re-open when there is sample received for this complaint. The complaint trend will be tracked and monitored.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system (y luer with bd q-syte¿ luer access split septum and end cap) 24ga x 0.75in 0.7mm x 19mm experienced leakage. The following information was provided by the initial reporter: at 8:11, on (B)(6) 202, the surgical ward nurses for the patients with acute appendicitis using closed type needle stick injuries prevention intravenous indwelling needle liquid infusion (100 ml 0.9% sodium chloride + intravenous azlocillin 4 g), lien process smoothly, infusion liquid infusion joint drainage after 2 minutes, immediately stop using the infusion joint (to increase secondary piercing causing pain and dissatisfaction of patients, no re-puncture,) and the heparin cap was used to replace the infusion connector. No fluid seepage occurred after the heparin cap was connected, and the infusion was smooth. In subsequent operations, no similar problems were found for the same batch of products.